Manufacturer narrative:
Alleged failure: foreign material found in package. Probable root cause: manufacturing/assembly error, incorrect or inadequate packaging, severe shipping conditions and user error in not properly inspecting unit prior to use. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was foreign material inside sterile package.